Event description:
It was reported during the permanent procedure after two hours, the physician was unable to implant the original scs lead model 3219. A different model lead was used and the procedure was completed successfully.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.